Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, and brown particles on the shell. A microscopic analysis was performed which identified, sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: sharp broken on radius assessed, as surgical impact. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted.